Manufacturer narrative:
The device was received for evaluation with a minicap and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The minicap received with the complaint sample was used in leak testing. The cause of the reported damaged occurrence was determined to be cracked light blue main body identified during visual inspection. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue main body of a minicap transfer set was cracked. This event occurred during use. The patient had used the transfer set for about a month. The transfer set was changed to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.